Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) small volume intermates were leaking from an unspecified location. The intermates were filled with sodium chloride solution and the leaks were noted prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The lot number was manufactured between june 1-4, 2018. Four actual devices were received for evaluation. Visual inspection on the returned samples revealed fluid inside the bag that contained the units. When the units were removed from the bag, the cause of fluid inside the bag was found to be untightened blue winged luer caps. Functional testing was performed by filling the devices with colored water. After fill, the blue winged luer caps were hand tightened. The samples were monitored until the next day and no signs of leak were observed. The reported condition was not verified, the units functioned as intended. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.